Event description:
Immulite 200 operator attempted to replace waste container on the immulite 2000 analyzer. The operator bent down near the bottle, depressed the snap button and pulled up with considerable force to remove waste tubing and small amount of liquid splashed in operator's face/eye when attempting to replace the waste container. The container was approximately 1/4 full. The operator was not wearing face/eye protection at the time of the incident, per the laboratory's standard operating procedures. Diagnostic products corporation did not become aware of this incident unitl it was reported to a technical service rep on 12/6/2002.